Event description:
It was reported on the first and second days in the hematology department, IV therapy using the implanted port cannula was normal. On the third day, leakage was discovered at the connector during IV therapy. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.